Manufacturer narrative:
The cause of the reported problem was ambient light interference. References in the instruction for use (IFU) state spo2 interference can be caused by high levels of ambient light, strobe lights or flashing lights. Additionally, there is a caution in the IFU that loss of pulse signal can occur when the patient is in cardiac arrest. Masimo had been contacted to inform them about the issue and to find out if this is a known issue to them. Masimo staff stated they are aware of the issue of ambient light affecting the accuracy of the spo2 measurement and they provide light shield products for the customer to limit the influence of ambient light on the spo2 measurement. The customer stated they were able to resolve the issue themselves by placing extra blankets on the patient's hands to warm them and to cover the sensors for the light. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there were issues with measuring spo2 with the masimo sensors on an ICU patient. Several extra blood gases were drawn and staff had to try to warm the patient. The ventilator's oxygen level was increased. It was indicated the spo2 values did not correlate with the blood gas analysis though multiple sensors were tried; however, not specific values were provided. The customer indicated there was no impact to the patient.

Manufacturer narrative:
Additional information was received that indicates the patient was on an anti-hypertensive medication (dobutamine and norepinephrine). The patient probes were tested on the nurse and good spo2 results were not observed. Extra blankets were placed on the patient in an attempt to warm the hands. The exact blood gas measurement and spo2 perfusion values were missing from the patient's medical record, so those cannot be provided. The patient was in the ICU being monitored for cardiac arrest at the time of the event and the reported issue did not have an impact on the patient's outcome. The issue was resolved and the customer indicated this was achieved by placing the patient's hands with the spo2 probe under the covers. Good faith efforts (gfes) are ongoing to clarify the root cause. A final report will be submitted once the investigation is complete.